Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6), inratio: 4.5, md poc: 5.7. Date: (B)(6), inratio: 2.3, lab: 3.5. Date: (B)(6), inratio: 2.5, md poc: 3.1. Time between tests on (B)(6): 1 hour. Time between tests on (B)(6): < 5 minutes. Time between tests on (B)(6): < 5 minutes. Therapeutic range: 2.5 - 3.0.

Manufacturer narrative:
Investigation pending.